Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 357 mg/dl. Customer has not treated yet, but feels okay. Customer is calling back after receiving a new battery cap. Customer is using a (B)(6) battery. Customer does not have a new aaa alkaline battery to test with the pump. Customer was advised to insert a new aaa alkaline battery. Customer stated that the display did not return. Troubleshooting was performed. Customer cleaned the battery cap contacts and after inserting the battery correctly, the display did return. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with blank display, due to open traces of lcd driver on lcd board. Insulin pump had a minor scratched on lcd window, cracked case on display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, scratched tube window and stained end cap sticker.